Event description:
It was reported that a ems was used during a laparoscopic hernia procedure. It was reported by the affiliate that the staples did not close. A new stapler was used to complete the case. There was no consequence to the pt.